Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Although the fse was unable to replicate the issue, the fse made an electrical / mechanical adjustment. The system was tested and verified as ready for use. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) on universal surgical manipulator (usm) 4 was firing automatically. The customer confirmed that issue was only on usm 4. The customer was continuing with case with no reported of patient harm.